Event description:
It was reported by the patient's parent that about a week after implant of an implantable cardiac monitor (icm) there was a lot of swelling at the implant site. The device was also visible under the skin. A week after that the device "popped out" while the patient was at work. The icm was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.